Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with roche's meter results provided by end-user at time complaint was filed. The inratio and roche readings are within the confident limits as per our internal procedure rev. 2. Product will not be investigated.

Event description:
The caller allleged discrepant result when compared inratio to roche's meter reported.